Manufacturer narrative:
The historical waveforms and trend information were reviewed by a spacelabs lead software engineer. The investigation findings show that the device performed to specification. Due to the short length of the ECG pauses combined with low amplitude muscle artifact and low qrs amplitude, the episodes did not meet the alarm criteria, therefore no alarms generated. The operations manual states that ¿to minimize muscle artifact, place electrodes over flat, nonmuscular areas of the body. This is important for telemetry patients who are usually ambulatory.¿ there was no device malfunction. This report is considered final and the issue closed.

Manufacturer narrative:
Onsite testing by a spacelabs field service engineer confirmed that the involved devices performed to specifications. The testing was witnessed by a hospital representative. The patient's historical waveforms and trend information was collected and sent to spacelabs for analysis. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 at 2:00 am and 3:04 am one patient experienced a pause in the ECG waveform and no alarm occurred at the monitor. No injury was reported as a result of this event.